Manufacturer narrative:
Received a 5f dignity port for evaluation. A visual inspection revealed a small hole in the base of the port. The force to penetrate the port floor with a 19g needle was 26.2lbs. The 22g needle was unable to penetrate the port floor as the needle bent during testing. Further visual analysis of the tested port found that the 22g needle left similar mark/gouge in the reservoir floor. During testing the 22g needle was traveling at 22in/min and reached a maximum force of 9.42lbs. The gouges may be the result of the deflected tip of the huber needle sliding along the reservoir floor. This could potentially be caused by using a huber needle that is longer than the appropriate length required. A needle that is too long and does not rest flush against a patient's skin may mislead a clinician into exerting additional force on the needle before securing with gauze/tape. The IFU provides information on port depths to allow clinicians to better select the appropriate needle length before accessing the port.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.

Event description:
Patient had pain and swelling after port accessed. Port study revealed extravasation from reservoir.